Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the drawer 1.2 has a cubie that failed multiple time and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that they attempt to recover the cubie, but the entire drawer failed to detect the errors due to a discrepancy. The field service engineer verified drawer operating normally and no further issues was found. The system functioned as intended after the field service engineer troubleshooted the device.